Event description:
It was reported that post ICD implant, initial impedance readings were normal and in range. When dfts were performed, no therapy was delivered in the rv-svc-can configuration. Therapy was delivered in the rv-can configuration and the patient was rescued. Low, out of range high voltage impedance was observed. An anomaly of the svc coil was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.